Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl to 54 mg/dl. Customer stated they had some juice. Customer has been experiencing low blood glucose for a few weeks. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated the drive support cap appeared normal. Customer did not report insulin pump was over-delivering. Customer reported programming was accurate. Customer stated reservoir was showing the same amount of insulin as shown on the status screen. Customer stated they did a self test and insulin pump passed. The insulin pump will not be returned for analysis.